Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A needle removed from a patient appears to have sheared off leaving approximately 1.5cm in the patients humeral head.

Manufacturer narrative:
(B)(4). A sample of a broken cannula and photograph were received for investigation. The tube is collapsed down at the fracture site, and the fracture has a twisted appearance. The surfaces surrounding the fracture do not exhibit any flaws, damage, corrosion, or other detrimental features. No foreign materials are evident on the fracture surface or on adjacent surfaces. No secondary cracking was evident around the main fracture. Higher magnification photos of the fracture surfaces are shown, and the fracture surfaces are almost entirely covered in fine dimples that are indicative of ductile fracture. The fracture surfaces do not exhibit any signs of intergranular fracture, embrittlement, corrosion, foreign materials, or other detrimental features. Overall, the fracture is characteristic of an overload fracture that would occur if a normal 304 tube was twisted to failure. It was verified that the nominal composition of the cannula is representative of 304 stainless steel. The general appearance of the fracture indicates the cannula was twisted to failure. The cannula tube absorbed significant torsional force which caused the tube to twist, collapse, and finally fracture. The primary force applied appears to have been in other remarks: torsion, but some bending force may have also been applied. The fracture has all the characteristics of a ductile fracture that is typical of 304 stainless steel. The fracture surfaces were almost entirely covered in ductile fracture dimples, and there was no indication of embrittlement or abnormal fracture. No evidence was found that would indicate the cannula tube was compromised. Indications of corrosion, damage, foreign materials, and other detrimental features were absent. The evidence herein indicates that the cannula tube was twisted by failure by application of an overload force. The evidence herein also indicates the cannula tube was not compromised prior to fracture.

Event description:
A needle removed from a patient appears to have sheared off leaving approximately 1.5cm in the patients humeral head.